Event description:
Pt returned faulty device to office. Start button was punctured when activated. Pt also reported that two devices have had leakage of the blue solution, located in the start button, into the chamber.